Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high capture threshold was noted on the right ventricular lead. The physician suspected that it was patient-related. The output of the device was reprogrammed and the patient was stable.